Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that after a 2008 implant of a total endoprostheses, the patient fractured their hip, and broke the inset ceramic inlays.

Manufacturer narrative:
Item number originally reported was not marketed in the u.s.; therefore, med watch submissions is not required.